Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. Due to the lack of additional information, it is unknown if the recommended touchscreen was replaced or if repair was conducted. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
The customer reported the screen was not responding. The remote service engineer recommended the customer attempted to calibrate the touch screen and found that the customer has already attempted the calibration however the calibration will not respond either. The (rse) advised customer to replace the touchscreen. Patient involvement is currently unknown, but there was no patient harm.